Event description:
It was reported the patient heard an alert tone and visited the emergency room. Upon interrogation, the device battery had reached the elective replacement indicator and there was an electrical reset noted. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.